Event description:
It was reported while using bd insyte¿ autoguard¿ blood control there was foreign matter. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that dirt on the hub was found before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 01-nov-2022 h.6. Investigation summary: our quality engineer inspected the sample and photographs provided for evaluation. Bd received one sealed 24ga x 0.75in. Insyte autoguard bc pro from lot number 1308663. Additionally, five photos were provided. Microscopic analysis discovered a blue foreign matter on the outside of the catheter adapter. The material appears to be embedded. The reported issue was confirmed. Since the foreign matter was embedded in the device, this defect most likely occurred during the molding process. During molding, coloring is used to form the catheters. It¿s possible that previous coloring was still present when this device was in the molding process, causing the blue foreign matter. Quality control plan visual inspection, environmental monitoring, and gowning are performed to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control there was foreign matter. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that dirt on the hub was found before use.